Event description:
It was reported that the pulse generator exhibited loss of telemetry and premature elective replacement indicator (eri). The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.